Event description:
I notice a lot of body changes in my body after placing essure permanent birth control. The menstrual cycle has change significantly. I never used to get severe cramps, prolong menstrual, and blood clot. Now I get all those on when I get my period. The other symptoms are: abdominal pain, extreme bloating, headaches, pelvic pain, fainting episodes, nausea, low and upper back pain, fatigue, anxiety, again changes in menstrual cycle, panic attack, panic sharp pain in my lower abdomen (left and right side), bowels changes, chronic joint pain, flu like symptoms, neck pain,lack of energy, loss of appetite, hair loss/thinning hair. Before essure I was perfectly healthy and very energetic. Ultrasound, x-ray, and numerous of other blood work, and urine tests has been done and all came out normal. (B)(4).